Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event occurred on 5/12/2024 and 5/19/2024 involving a spinning spiros®, closed male luer. It was reported that they had two incidents of a spiros cap disconnecting with blinatumomab infusing. It disconnected on the patient end of the spiros. They do not have the lot number for any of the products and staff only saved one spiros. The patient's line became disconnected 3 times during the week of 5/12-5-18 causing 3 bags of immunotherapy to spill and be wasted. Patients received a full dose of therapy with no signs of infection. There was patient involvement and unknown harm reported.

Manufacturer narrative:
Received one used ch2000s-c spinning spiros and one used list #unknown extension set for inspection. As received, the spiros was separated from the extension set. The spin feature of the spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. Residual fluid was observed in the spin feature mechanism. The spiros was functionally and dimensionally tested and met product specifications. The reported complaint of separation can be confirmed. The probable cause is unknown. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.